Event description:
Customer reported being unable to test with her adc blood glucose meter due to the adc blood glucose meter shutting off after a test strip -sep-insertion. On (B)(6) 2019, customer experienced symptoms of "high blood sugar, vomiting and high ketones and almost collapsed". Customer had contact with healthcare provider who diagnosed with diabetic ketoacidosis and treated with "fluids and was monitored". There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specifications. The DHR (device history review) for the libre reader was reviewed and the DHR showed the libre reader passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported being unable to test with her adc blood glucose meter due to the adc blood glucose meter shutting off after a test strip -sep-insertion. On (B)(6) 2019, customer experienced symptoms of "high blood sugar, vomiting and high ketones and almost collapsed". Customer had contact with healthcare provider who diagnosed with diabetic ketoacidosis and treated with "fluids and was monitored". There was no report of death or permanent injury associated with this event.